Event description:
It was reported that the procedure was to treat the proximal circumflex coronary artery with severe calcification. A scoreflex balloon was used in the procedure without issue and upon removal, instead of pulling the balloon, the balance middleweight hydro guide wire was pulled. This caused the wire to get stuck on the balloon and the tip of the wire was curled and something is coming off the wire and stuck in the tip of the balloon. The devices were removed together as a unit. A new unspecified wire was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was returned for analysis. The reported break-tip and the reported stretched coils were unable to be confirmed. The reported difficult to remove was unable to be replicated in a testing environment due to the condition of the returned device. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that upon removal of the scoreflex balloon the guidewire was inadvertently pulled causing the wire to get stuck on the balloon. Manipulation of the compromised devices resulted in the noted guide wire damages (bent shaping ribbon, bent distal core, misaligned coils, multiple kinks on the entire length of the guide wire core) thus contributing to the reported difficult to remove. The reported break-tip and the reported stretched coils were unable to be confirmed. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.